Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, the device stapled only half of the line. An incomplete staple line on distal part has been noted. To resolve the issue, they cut one more time below the initial staple line as an intervention. The battery was also returned for investigation. There was no patient injury.